Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer was advised to check the infusion set tubing for the presence of air bubbles. The customer stated that there were a lot of air bubbles in the tubing and that they were using cold insulin. The customer was advised that cold insulin and air bubbles could be the cause to unexplained high blood glucose readings. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was able to troubleshoot the pump. The customer was advised to monitor the pump and call back if any issues persist.